Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a v4 implantable collamer lens. The lens was explanted after being implanted in the patients eye 1 year ago, due to shallow vault, with recurrent uveitis. The reporter indicated implanting another icl lens was not feasible in view of recurrent inflammatory episodes, and the patient was prescribed contact lens.

Manufacturer narrative:
The lens was explanted after being implanted in the patient's eye for one year. (B)(4).